Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely cause for corrosion on distal end could not be established and therefore, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection there was no electrical continuity due to corrosion on distal end. There were no reports of patient involvement.